Event description:
It was reported by the user facility that during a procedure, two lugs within the device responsible to retain the blade were broken. As a result, a x-ray was taken during a procedure which confirmed that no device fragments entered the pt's body. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device is not available for eval. A f/u report will be filed if the device is returned back to the MFR for investigation.